Event description:
It was reported the video system center was not powering up. Upon troubleshooting, a fuse was found to be blown, but after replacement and turning on the power, the fuse blew again. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during preparation for use prior to an unspecified diagnostic procedure. The intended procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the power unit. Olympus will continue to monitor field performance for this device.